Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The reported event of communication issue /ipg inoperable was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered, charged and the ipg was able to communicate. The cause of the depleted battery could not be determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient went through security and an officer waved a handheld wand over the location of the patient's ipg. Afterwards, the patient's ipg was unable to be turned on. In turn, the patient's ipg has been deemed as possibly being inoperable. As a result, the patient may undergo surgical intervention to address the issue.